Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure: ez steer thermocool non nav 4mm catheter (quantity: 2): model #: d-1294-05-s, lot #.: 15537340m and 15554188m. (B)(4).

Event description:
It was reported that during an a-fib pvi procedure, in the left atrium, the lasso catheter mechanism that allows the lasso to expand or retract kept popping off (became disconnected from the "seat" and had to be continually clicked back into place to allow for variability of catheter loop). The physician was able to put the mechanism back on to complete the case. The catheter was exchanged and the case resumed without injury to the patient. The lasso catheter did not get stuck in a locked position, and the catheter was able to be removed from the patient without any difficulty.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib pvi procedure, in the left atrium, the lasso catheter mechanism that allows the lasso to expand or retract kept popping off (became disconnected from the 'seat' and had to be continually clicked back into place to allow for variability of catheter loop). The physician was able to put the mechanism back on to complete the case. Upon receipt of the returned complaint catheter, during visual inspection it was noted that one of the electrode rings (ring #3) was damaged on the proximal side. Subsequent follow-up regarding the catheter ring damage was done. The additional information stated that the physician did not note any damage or sharp nature of electrodes before and after the procedure, or prior to shipment of this catheter back to bwi. The physician was able to remove the catheter safely from the patient without any difficulty. The returned device was tested for deflection and lasso loop contraction characteristics. These tests were found within specification; however, it was confirmed that the cam handle was difficult to turn and at the point of contraction it was coming out of its position. Further investigation revealed that the nylon screw which anchors the cam handle to the barrel was squashed and damaged causing the improper condition. It was determined that the damaged found on the ring was caused by the part getting stuck on the sheath at the point of the catheter extraction. The device history record (DHR) was reviewed and no anomalies were found regarding this issue. DHR review verifies that the device was manufactured in accordance to the documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The complaint condition was confirmed.